Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient near vision was not as good as expected, yag laser, growth on the lenses. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).